Event description:
There was a distractor that was not turning so, they had to go back in to replace the distractor. Had been put on a few weeks earlier so, they had to do another surgery to replace. All stryker parts were used. Surgery was cranial distraction. While the revision surgery was being done, the surgeon looked at the other distractors and took them off and tested them. They worked, however, he replaced them with new product. The surgeon stated, "I may have over torqued them or it could be the product."

Manufacturer narrative:
Investigation summary: the microscopic and macroscopic examination shows that during the application, the mobile jaw was brought in a non-parallel position to the immobile jaw and thereby blocked. During the forcible attempt to further activate the spindle, the component parts were damaged. Because of this situation, it was impossible to rotate the threaded rod. Indications for material or manufacturing related problems were not found in this investigation. Based on statistical eval, there is also no indication for any design, material or manufacturing related issue.